Event description:
The rptr stated the surgeon attempted to insert a 12.6 mm micl 12.6 implantable collamer lens but when the lens was advancing, the surgeon noted the lens was not ejecting properly. There was pt contact but no injury. Another same model lens was implanted.

Manufacturer narrative:
(Lens would not eject properly) - eval: results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval.